Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the implant was placed in ada site 19 in the mouth, there was insufficient bone quality/quality. Another implant was not placed in the same site on the same day. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the implant was placed in ada site 19 in the mouth, there was insufficient bone quality/quality. Another implant was not placed in the same site on the same day. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).